Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chips in adhesive around objective lens, chips in adhesive around light guide lens and chips in the distal end holder ring. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: chips in adhesive around objective lens, chips in adhesive around light guide lens and chips in the distal end holder ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.